Manufacturer narrative:
The field service engineer changed the sample probe during the week of (B)(6) 2022. The engineer also observed gel on tube stabilizer rotors.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay ver. 2.1 on a cobas 8000 e 801 module. The first sample initially resulted in a troponin t value of 38 ng/l. The sample was repeated twice, resulting in values of 27.2 ng/l and 27 ng/l. No incorrect results were reported outside of the laboratory for this sample. The second sample initially resulted in a troponin t value of 52.2 ng/l on (B)(6) 2022. The sample was repeated twice, resulting in values of 19.9 ng/l and 18.3 ng/l. A value of 19 ng/l was expected for the patient. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for this sample. The troponin t reagent lot number was 64098901, with an expiration date of 31-jan-2023.

Manufacturer narrative:
Medwatch field a2 was updated. The second patient is (B)(6)years old.

Manufacturer narrative:
The sample centrifugation g force was higher than specified by the tube manufacturer. The event also involved a second e 801 analyzer, serial number 2061-04. The issue occurred more commonly on e 801 serial number (B)(6) than e 801 serial number (B)(6). It is not known which specific samples were tested on serial number (B)(6). Based on information provided by the customer, one out of ten patient samples is of bad quality. A dusty laboratory environment has also been identified. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. The customer provided data for an additional 52 patient samples with questionable troponin t results. It was asked, but it is not known if any questionable results were reported outside of the laboratory. Refer to the attachment for all patient data.

Manufacturer narrative:
The second patient sample had an additional troponin t repeat value of 17.9 ng/l on (B)(6) 2022. The customer provided data for two additional samples with discrepant troponin t results (samples 3 and 4). No incorrect results were reported outside of the laboratory for these samples. Sample 3 initially resulted in a troponin t value of < 3 ng/l on (B)(6) 2022. This sample was repeated four times on (B)(6) 2022, resulting in values of < 3 ng/l, 4 ng/l, 12 ng/l, and 8 ng/l. Sample 4 initially resulted in a troponin t value of 5 ng/l on (B)(6) 2022. This sample was repeated three times on (B)(6) 2022, resulting in values of 14 ng/l, 4 ng/l, and 5 ng/l.

Manufacturer narrative:
Sample 58 was collected from a 76 year old patient admitted to the critical care unit for respiratory distress and cardiac arrhythmia due to atrial fibrillation and probably associated with pulmonary edema with a background of cardiac ischemia. Sample 58 was tested on e 801 analyzer serial number (B)(6). Sample 58 had the following relevant test data: na = 140, k = 4.7, cl = 106, ca = 2.47, prot = 59, urea = 11.9, creat = 79, bilt = 13.7, bild = "ea", got = 30.1, gpt = 49.5, ggt = 68.5, pal = 85.9, probnp = 4216, bill = "ea", o/p = 0.61, tab = 3.89, u/c = 0.15, lit_plasma = 21. No units of measure were provided for these tests. Additional patient data was provided for 3 more patient samples with questionable troponin t results (samples 59 - 61). Sample 59 is from a 70 year old patient in the cardiology department for ischemic cardiomyopathy and was admitted to the surgery intensive care unit. This sample was tested on e 801 analyzer serial number (B)(6). This sample initially resulted in a troponin t value of 17 ng/l on (B)(6) 2023. This sample had the following repeat values: 25 ng/l on (B)(6) 2023; 28 ng/l on (B)(6) 2023; 20 ng/l on (B)(6) 2023; 45 ng/l, 19 ng/l, and 23 ng/l on (B)(6) 2023. Sample 59 had the following relevant test data: na = 141, k = 4.2, cl = 110, phos = 1.12, mg = 1.10, urea = 7.9, creat = 61, bilt = < 3, bild = "ea", got = 45.0, gpt = 86.6, ggt = 324.0, pal = 277.0, bill = "ea", o/p = 0.52, u/c = 0.13, lit_plasma = 31. No units of measure were provided for these tests. Sample 60 was from a 67 year old male patient admitted on (B)(6) 2023 and was in sugical resuscitation for burns. This sample resulted in the following troponin t data when tested on e 801 serial number 2061-04: 14 ng/l, 17 ng/l, 38 ng/l, 21 ng/l, and 16 ng/l. Sample 61 was from a 42 year old patient from the surgical resuscitation service. This sample resulted in the following troponin t data when tested on one of the two e 801 analyzers on (B)(6) 2023: 24 ng/l, 28 ng/l, 14 ng/l. It is not known which specific e 801 analyzer was used for sample measurement. Questionable data for samples 7-59 was not reported outside of the laboratory. It was asked, but it is not known if any questionable results were reported outside of the laboratory for samples 60 and 61.

Manufacturer narrative:
Sample 3 is from a 25 year old patient hospitalized in internal medicine for secondary infection of pulmonary infarction in the context of pulmonary embolism. For one of the questioned values measured on (B)(6)20222 for this sample, the measurement was performed on a second e 801 analyzer, serial number (B)(6). On review of analyzer data files retrieved from analyzer serial number (B)(6), the following troponin t measurements were observed for this sample on (B)(6)2022: 3.55 pg/ml, 11.8 pg/ml, and 7.68 pg/ml. Sample 4 is from a 16 year old patient with sickle cell disease admitted to the emergency department on (B)(6)2022 for chest pain. On review of the analyzer data files from e 801 serial number (B)(6), the observed repeat values for this sample performed on (B)(6)2022 are 14.3 pg/ml, 4.48 pg/ml with a data flag, and 4.83 pg/ml. The customer also provided data for two additional patient samples with discrepant troponin t results on e 801 analyzer serial number (B)(6) (samples 5 and 6). No incorrect results were reported outside of the laboratory for these samples. Sample 5 is from a 51 year old patient treated in intensive care for hypercapnic respiratory distress. This sample resulted in troponin t values of 25 ng/l, 16 ng/l, and 16 ng/l on (B)(6)2022. This patient had a previous troponin t value of 22 ng/l on (B)(6)-2022. Sample 6 is from a 56 year old patient admitted to the emergency department for "aeg" and precordial pain in the context of acute frank lobar pneumopathy. This sample resulted in troponin t values of 12 ng/l, 9 ng/l, 6 ng/l, and 6 ng/l.

Manufacturer narrative:
No incorrect results were reported outside of the laboratory for the second sample.

Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling in combination with a dusty environment in the customer laboratory.